Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) on a 60-year-old female patient ((B)(6)), enrolled in the e7156 exalt d scope 02 study, on (B)(6) 2022. The indication for the procedure was a somewhat dilated bile duct in the setting of suspected cholangitis. During the procedure, the scope was inserted through the mouth piece under vision by the operator and the duodenum was intubated. The pylorus was poorly visualized but the physician was able to advance the scope into the duodenal bulb where a large, nearly 3 cm ulcer was noted. The scope was successfully advanced into the second portion. A screening x-ray was performed with intention to confirm position of scope. The screening x-ray showed free air under the diaphragm and a perforation was immediately suspected. The procedure was stopped before cannulation and the scope was removed. The patient was reported to be clinically stable. The sedation was stopped and the patient was taken to recovery for close monitoring. The patient remained stable and was taken for emergency CT scan which confirmed the free air indicating a perforation of the stomach. The decision was made to take the patient to theatre and surgically repair the perforation. The patient was placed under general anesthesia while in a supine position. A camera port was placed intra-umbilically and the working ports were triangulated in the left and right flanks. Upon entry into abdomen, contamination in the 4 quadrant was noted. The contaminant fluid appeared to be gastric in nature. The liver was noted to have a cirrhotic appearance, a 2cm perforation was found in the anterior aspect of the pre-pyloric region of the stomach. The perforation was not in the setting of an ulcer as initially suspected. The perforation was repaired using pds 2/0 suture in an interrupted fashion. The repair was patched with omentum. A leak test was done and no leak was noted from the repair. The remainder of the abdomen was washed out and suctioned dry. A pencil drain was left in-situ. The port sites were closed and dressed. The patient remained stable throughout the procedure. The patient was extubated upon completion of the procedure and was taken to the intensive care unit (ICU) for 24-hour close observation. The patient was discharged from ICU after 24 hours of close observation and was then managed over the next 5 days in the ward. The patient progressed her diet from liquids to a full diet. Her inflammatory markers remained low. On (B)(6) 2022 the patient was mobilized and discharged home. The patient has had one follow up at the clinic and her symptoms are reported to have resolved. Her health remains in good condition. The patient was found to have cirrhosis at the time of operation. The principal investigator (pi) assessed the severity of the event as moderate and as having a probable relationship with the ercp and exalt model d scope. A second physician who was present during the case reported that stiffness of the scope and lack of tactile feeling contributed to the perforation. He also mentioned that the angle of the viewing of the scope is less forward-looking, which could have led to poor visualization of the pylorus. Boston scientific corporation received notice on september 20, 2022 that the event had been re- assessed by the pi as life threatening.

Manufacturer narrative:
(Report source): e7156 exalt dscope 02 clinical study. (B)(4).

Manufacturer narrative:
Block b5: updated, based on the additional information received. Patient's identifier was corrected. Block g2: (report source): e7156, exalt dscope, 02 clinical study. Block h6: (patient codes): patient code e2114, captures the reportable event of perforation. Requiring medical intervention.

Event description:
It was reported, to boston scientific corporation. That an exalt model d scope was used, during an endoscopic retrograde cholangiopancreatography (ercp). On a 60-year-old female patient ((B)(6)), enrolled in the e7156 exalt d scope 02 study, on september 05, 2022. The indication for the procedure was a somewhat dilated bile duct in the setting of suspected cholangitis. During the procedure, the scope was inserted through the mouth piece under vision by the operator and the duodenum was intubated. The pylorus was poorly visualized, but the physician was able to advance the scope into the duodenal bulb, where a large, nearly 3 cm ulcer was noted. The scope was successfully advanced into the second portion. A screening x-ray was performed with intention to confirm, position of scope. The screening x-ray showed, free air under the diaphragm and a perforation was immediately suspected. The procedure was stopped before cannulation and the scope was removed. The patient was reported, to be clinically stable. The sedation was stopped and the patient was taken to recovery for close monitoring. The patient remained stable. And was taken for emergency CT scan which confirmed, the free air indicating a perforation of the stomach. The decision was made to take the patient to theatre and surgically repair the perforation. The patient was placed under general anesthesia, while in a supine position. A camera port was placed intra-umbilically. And the working ports were triangulated in the left and right flanks. Upon entry into abdomen, contamination in the 4 quadrant was noted. The contaminant fluid appeared to be gastric in nature. The liver was noted, to have a cirrhotic appearance. A 2cm perforation was found in the anterior aspect of the pre-pyloric region of the stomach. The perforation was not in the setting of an ulcer as initially suspected. The perforation was repaired using pds 2/0 suture in an interrupted fashion. The repair was patched with omentum. A leak test was done. And no leak was noted, from the repair. The remainder of the abdomen was washed out and suctioned dry. A pencil drain was left in-situ. The port sites were closed and dressed. The patient remained stable throughout the procedure. The patient was extubated upon completion of the procedure. And was taken to the intensive care unit (ICU), for 24-hour close observation. The patient was discharged from ICU, after 24 hours of close observation. And was then managed over the next (B)(6) days in the ward. The patient progressed her diet from liquids to a full diet. Her inflammatory markers remained low. On (B)(6) 2022, the patient was mobilized and discharged home. The patient has had one follow up at the clinic. And her symptoms are reported to have resolved. Her health remains in good condition. The patient was found to have cirrhosis at the time of operation. The principal investigator (pi), assessed the severity of the event as moderate. And as having a probable relationship with the ercp and exalt model d scope. A second physician who was present, during the case reported that stiffness of the scope and lack of tactile feeling contributed to the perforation. He also mentioned, that the angle of the viewing of the scope is less forward-looking, which could have led to poor visualization of the pylorus. Boston scientific corporation received, notice on (B)(6) 2022, that the event had been re- assessed by the pi as life threatening. Additional information received on (B)(6) 2022. Although, a second physician who was present, during the case reported, that stiffness of the scope and lack of tactile feeling contributed to the perforation. It was later confirmed, that there was no device deficiency associated with the exalt model d scope.